Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system during peritoneal dialysis (pd) therapy. The patient was connected at the time of the alarm. This occurred during fill four of peritoneal dialysis therapy. During troubleshooting, it was discovered that the heater line came disconnected from the amia automated pd cycler set. Renal therapy services (rts) assisted the patient in removing the supplies. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction d4: lot #: remove h22c10063 reported on initial as this lot number is not recognized by baxter and is therefore an invalid lot #. H10: the device was received for evaluation. A visual inspection with the naked eye identified that the heater bag line was disconnected from the cassette port. There was a line indicating the heater bag tubing had been attached to the cassette port. Functional testing including clear passage and clamp function testing were performed with no issues noted. Leak testing was performed which noted a leak at the heater bag tubing line cassette port. The disconnection of the heater bag line would cause the amia machine to alarm. The reported condition was verified. The cause of the alarm was due to the heater bag line disconnection from the cassette port. However, the cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.